Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the orange power led went off due to contact failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 25mar2019. The manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.